Event description:
It was reported that when the physician attempted to inflate the balloon, it would not inflate. The physician removed the balloon and when an attempt was made to inflate the device a leak was observed. There were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the returned device noted that the balloon was ruptured along its length. There appeared to be crystallized substance in the catheter and in the distal balloon section. The gateway catheter was examined and it was discovered that it was bent along the length of the catheter. The bend on the catheter shaft appeared to be due to the way the product was packaged when it was returned for analysis. Review and analysis of the available information fails to indicate a definitive cause of the reported event.